Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that 7 days post transcarotid artery revascularization (tcar) procedure, the patient presented with aphasia, vision issues, and dizziness. Magnetic resonance imaging (MRI) revealed the stent was thrombosed. Additional information obtained on (B)(6) 2023 indicated that the stroke symptoms lasted more than 24 hours but less than 3 days. At this time, it is unknown if the reported event is related to procedural issues, non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.